Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of detachment of device or component. Imdrf impact code f2301 captures the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was to be implanted to the esophagus to treat bleeding during a gastroscopy with metal stent insertion procedure performed on (B)(6) 2025. The patient's anatomy was tortuous but was not dilated prior to stent placement. During the procedure, the physician inserted a stent over a guidewire with ii guidance. It was observed that there was significant resistance in advancing the delivery system, so the physician placed a gastroscope alongside the stent. It was then discovered that the white flexible tip of the stent had broken off from the delivery system. To resolve this issue, the broken white flexible tip was retrieved using rat-tooth forceps. When the stent was removed from the patient it was still fully covered. The procedure was completed using a different device. There were no patient complications reported as a result of the procedure.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of detachment of device or component. Imdrf impact code f2301 captures the reportable event of additional device required. Block h6 impact codes and device codes has been corrected.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was to be implanted to the esophagus to treat bleeding during a gastroscopy with metal stent insertion procedure performed on (B)(6) 2025. The patient's anatomy was tortuous but was not dilated prior to stent placement. During the procedure, the physician inserted a stent over a guidewire with ii guidance. It was observed that there was significant resistance in advancing the delivery system, so the physician placed a gastroscope alongside the stent. It was then discovered that the white flexible tip of the stent had broken off from the delivery system. To resolve this issue, the broken white flexible tip was retrieved using rat-tooth forceps. When the stent was removed from the patient it was still fully covered. The procedure was completed using a different device. There were no patient complications reported as a result of the procedure. Note: it was reported that the stent was used to treat unspecific bleeding. However, per the wallflex esophageal stent system instructions for use, the stent is indicated for use in maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors, occlusion of concurrent esophageal fistulas and treating refractory benign esophageal strictures. The stent is not indicated to treat unspecific bleeding.